Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following difficult insertion of a 22f procedural sheath for an evar procedure, an 18f manta was deployed in the left common femoral artery. Arteriotomy was 8.6mm with minimal calcification. Post-deployment pulsatile bleeding was present and manual pressure applied. The proctor recommended contralateral balloon inflations; however, the surgeon chooses to place a 6f sheath over the guidewire through the manta collagen/anchor and added two suture-mediated closure devices. Bleeding was still present. The surgeon placed an alternate closure device on top of the manta and the suture-mediated devices. Manual pressure was held for twenty minutes and hemostasis was achieved. The root cause of the bleeding was determined by the surgeon to be a tear in the vessel indicated by the pulsatile flow which was rigid and not smooth and tubular. It is likely the tear formed during the initial placement of the large 22f sheath. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding, vessel laceration, or trauma.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: pt was premeasured using the depth locator. No preimages were obtained by the physician after access. Procedure was completed. Physician stated he had difficulty inserting the 22fr. Procedural sheath into the left common femoral artery. The cfa was 8.6mm in size with minimal calcium via CT. At the end of the procedure, the manta device was properly prepped and assembled. The procedural sheath was removed, and manta sheath was inserted over the 35'' guidewire. Manta was inserted and connected properly. Physician deployed manta properly while maintaining wire access. After deployment, there was still a lot of pulsatile bleeding. Manual pressure was applied. Recommended putting a balloon from the other side to inflate. Physician then decided he wanted to put a 6fr. Sheath over the wire through the manta collagen/anchor. Requested not to insert the sheath as it could dislodge the collagen and anchor into the vessel and float downstream. Physician inserted the sheath and added two suture mediated closure devices. There was still some bleeding, so the physician then decided to put a on extravascular vascular closure device (vcd) on top of the manta and suture mediated closure devices. The staff again held manual compression for 20 min after to obtain hemostasis. Staff then checked for pedal pulses using doppler. The patient did have pulses in their foot after hemostasis. The physician did not take any pre/post images with xray/us. After the procedure the physician said it was not a manta failure. Physician stated the vessel had a tear which caused the extra bleeding. The physician stated the pulsatile flow was not smooth and not tubular, it was more rigid which signifies it was a tear. Physician stated even if he didn't use the two suture mediated closure devices and vcd in, he believes it still would have sealed up with just longer manual compression time.